Event description:
Upon removal of foley catheter only 8ml of 9.5 ml of water came back into syringe upon deflating the balloon. The catheter was unable to be removed. Multiple tries to aspirate the water with different syringes were unsuccessful. Urology was called and notified to come to the ep lab for assistance and consultation. Dr [redacted name], dr [redacted name] and [redacted name] notified. [Redacted name] crna come to lab to relieve the covering crna of her duty. I am told by the other nurse who witnessed the removal that [redacted name] had to take a clamp and put pressure on the valve and twist the catheter to remove the water. The catheter came out of the bladder without incidence. Patient was then taken off the table and brought to the pacu. Bard foley ref# a902414, 14fr sure step foley tray.